Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air water cylinder has foreign objects, air water tube has foreign objects, image guide protector has foreign objects, jet tube has foreign objects and due to clogging of jet tube in control unit, water cannot be supplied. There was no patient involvement.